Event description:
The 840 ventilator stopped cycling while in use on a pt. The customer stated that the pt was unharmed by the described event. The nellcor puritan bennett customer support engineer (cse) verified error codes in memory that supports the customer's claim. The cse inspected the device and replaced the power supply. The unit passed extended self testing.